Event description:
It was reported that patient underwent hip arthroplasty procedure and was revised approximately eighteen months later, due to a potential pseudotumor. The e-poly liner was removed during the revision procedure and revealed no apparent wear.

Event description:
It was reported that patient underwent hip arthroplasty procedure and was revised approximately eighteen months later due to a potential pseudotumor. The e-poly liner was removed during the revision procedure and revealed no apparent wear. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - april 2010, exact date unknown. Expiration date - unknown, no product/lot identification received. Date implanted - approximately 18 months before revision, exact date unknown. Date explanted - april 2010, exact date unknown. Manufacture date - unknown, no product/lot identification received. (B) (4).

Manufacturer narrative:
Further information received indicates that the histology lab has done the investigation and also obtained a second opinion from the pathology lab. The results indicate that there is no foreign particles found in the soft tissue, tumor tissue or in the proximal bone piece that were analyzed. There was no evidence found to link the reported tumor to the prosthesis.(B) (4)